Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Also the criteria for right ventricular lead integrity alert were met, and the impedance of the right ventricular pacing lead was beyond the expected upper range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead had triggered an alert for high pacing impedance. Oversensing noise was also noted on the rv lead. A lead fracture is suspected on the low-voltage, pace/sense portion of the rv lead. The low voltage portion of the lead was capped and a new pace/sense lead was implanted. The high voltage defibrillation coils of the original lead remain in use. No patient complications have been reported as a result of this event.